Event description:
Covidien endo catch gold specimen retrieval pouch 10mm, ref 173050g, broke inside patient while trying to retrieve ovaries and tubes during the patient¿s laparoscopic procedure. Dr. [Redacted name] was able to retrieve a small piece of the plastic pouch and did an extensive cleaning and viewing of the pelvic area and found no additional pieces. X-ray of the patient was preformed per safety protocol and nothing was seen by radiologist [redacted name].